Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's test port pins were replaced to resolve the malfunction. It is important to note that this malfunction does not pose any clinical impact as it will only effect self-test of the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.